Event description:
It was reported that the patient received high voltage therapy from the implantable cardioverter defibrillator and presented to the emergency room. Upon examination of the device, it was discovered that the patient received high voltage therapy twice followed by aborted therapy due to possible circuitry issue. The patient was not known to receive any emergency treatment and was not reported to be symptomatic during the visit. It was recommended that the device be replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information stated that the device exhibited low impedance and was unable to deliver high voltage therapy due to circuit failure. It was noted that the lead in use had a 5 mm bifurcated connector and the device had a 6 mm high voltage port. The device was turned off on (B)(6) 2019.

Event description:
New information received stated that the clinic did not programmed the device off on april 27th, 2019. Additionally, it was reported that the patient experienced septic shock and passed away. The event was not attributed to the pulse generator system.